Event description:
The customer reported that a monitor's alarm did not sound to indicate that a patient was suffering a cardiac arrest.

Manufacturer narrative:
The customer reported that one of their philips' monitors did not sound to indicate that a patient was suffering cardiac arrest. Post incident testing showed all levels of alarms, visual and audible both in the monitor and the central station were alarming on command, using a patient stimulator, as tested by a philips field service engineer with the customer's biomed present. There were no data logs available to show the alarm activity at the time of the incident due to time elapsed from the occurrence until philips was contacted. We will consider this event a serious injury. Based on the available information we cannot confirm whether a malfunction or a user error occurred. For reporting purposes we will consider this a device malfunction. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.